Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was unable to load and IV tubing in the pump due error messages during therapy at intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.